Event description:
It was reported a patient's right ventricular (rv) lead presented with high capture thresholds and low r-wave amplitudes. The lead was explanted on 1 oct 2024. Post-procedure the patient was stable.

Manufacturer narrative:
The reported events of inadequate capture and r wave amp variation were not confirmed. As received, a complete lead with a stylet was returned in one piece for analysis. Visual inspection of the lead found no anomalies with the exception of damage consistent with procedural damage. X-ray examination found no anomalies on the lead. Electrical testing did not find any indication of conductor fractures or internal shorts.